Event description:
It was reported that this right ventricular (rv) lead exhibited noise/oversensing on a stored electrogram (egm). Further investigation of the source of noise was recommended by technical services (ts). No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise/oversensing on a stored electrogram (egm). Further investigation of the source of noise was recommended by technical services (ts). No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise/oversensing on a stored electrogram (egm). Further investigation of the source of noise was recommended by technical services (ts). Additional information noted that inappropriate anti-tachycardia pacing (atp was delivered to convert an arrhythmia detected in the ventricular fibrillation (vf) zone. The patient was gong to be followed up at a different primary clinic. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise/oversensing on a stored electrogram (egm). Further investigation of the source of noise was recommended by technical services (ts). Additional information noted that inappropriate anti-tachycardia pacing (atp was delivered to convert an arrhythmia detected in the ventricular fibrillation (vf) zone. The patient was gong to be followed up at a different primary clinic. No adverse patient effects were reported. The lead remains implanted. Additional information noted that the patient was contacted to come into the clinic but was not seen as the patient moved to a different state. No further information was obtained. No adverse patient effects were reported. The lead remains implanted.